Event description:
It was reported that the patient came in the ER with an infection at the neck incision site. The patient was started on antibiotics. Later the patient reported to the physician that the lead was extruding. The surgeon believes that the patient was picking at the site might have cause the infection and the extrusion. The device history report (DHR) was reviewed and no unresolved non conformances were found. The vns lead was sterilized when shipped. Additional information was received stating that a possible stitch abscess was inciting the area and then picking by patient. The physician then confirmed that the patient's picking caused or contributed to the extrusion of the vns lead. Cultures were taken but were negative to infection. There were no medication or diet changes that could have contributed to the extrusion. Surgery is planned, and may have occurred but it has not been confirmed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient was explanted on (B)(6) 2013. The explanted products were discarded.